Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had did not receive a low battery alert prior to the replace battery. Customer's blood glucose value was 6mmol/l at the time of the incident. Customer was stated the battery cap was not loose, cracked or damaged. Customer was changed the battery three times. The customer was assisted with troubleshooting. Customer was advised to replaced the insulin pump. Product will not returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.